Event description:
It was reported that, "pt is experiencing pain and is having difficulty walking. He would like to know if the above referenced product was subject to a recall."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.